Manufacturer narrative:
The user reported discrepancies between bg and sg readings. During the review of system performance, it was noted that the user had stopped using the system as of may 2026, and due to limited data available in the data management system (dms), a comprehensive assessment of system performance could not be conducted. Customer care recommended that the user resume use of the system and enter calibrations as prompted. As a proactive troubleshooting measure, customer care intended to recommend that the user perform a sensor re-link to clear the calibration history and correct any potential calibration misalignment; however, the user remained unresponsive to multiple contact attempts, and this guidance could not be communicated. As per a subsequent data management system (dms) review, the system remained in active use with up-to-date information. Further follow-up was not possible.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.